Manufacturer narrative:
A patient's ipg stopped communicating/ is inoperable was reported to abbott. The patient underwent an unrelated surgery and it¿s unknown if the patient's ipg was placed into surgery mode. The device was not returned for analysis; however, data logs was received. As a result, the patient¿s ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg stopped connecting with external devices following an unrelated surgery. It is unknown if the ipg was set into surgery mode prior to the unrelated surgery. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.